Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) and battery pack sn (B)(4) have been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the failure was isolated to a shorted q1 current controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. Upon investigation, the battery pack was not able to power on a monitor. The cause of the inability to power on a monitor was excessive discharge. The cause of the excessive discharge was the inability to charge the battery on the last day of the patient's use due to the defective charger. No adverse event resulted from the defective battery charger/modem or the defective battery pack.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and battery pack (B)(4). The charger was unable to charge a battery pack. The battery was also unable to power on a monitor.